Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Requested patient information (B)(6) 2022 and (B)(6) 2022. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.